Event description:
A hospital in (B) (6) reported via a distributor that the heater head on a iw933 infant warmer had its pivot securing nut unscrewed while in use on a pt. The nut holds the heater head onto the warmer column and as a result the head detached, held by the power cord. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the device was not returned for eval. Info provided is based on photographs, further info from the distributor, and simulations. Results: the photographs show the pivot washer missing that should be present underneath the pivot securing nut. Simulations of rotating the warmer head with and without the pivot washer showed that the pivot securing nut will loosen if the head is rotated anti clockwise without the pivot washer. The heads can rotate and the hospital do this. Conclusion: the infant warmer head is assembled onto the warmer column at the hospital. To secure the head, a pivot washer, nut, and locking glue are applied as described in the installation instructions. It is possible the pivot washer was omitted during production; however, this should have been detected during the installation. Or the pivot washer may have been accidentally omitted during installation by the technician or distributor, leading to the polyester nut unscrewing. We requested to the distributor to reinspect the warmers at the hospital and complete the installation check list which they did. The (B) (4) distributor did not respond to our requests to confirm the missing pivot washer. The detaching head related to the pivot washer is known to have occurred in 2 infant warmers and only from this hospital.